Manufacturer narrative:
The pump received with the operating currents within specification and passed all functional testing including the self, displacement, restart error, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Pump received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 1100 mg/dl and diabetic ketoacidosis. Troubleshooting found that the battery compartment is broken where t screws into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting. No further details provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.